Event description:
A report was received that the patient's trial leads were pulled early due to an infection at the lead incision site. The patient was admitted to the hospital and administered IV antibiotics. The patient was sent home on (B)(6) 2011 with a PICC line for antibiotic treatment at home. The physician believes that the infection was procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, (B)(4), description: st trial linear lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.